Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician mistakenly identified the patient's gallbladder as the pseudocyst upon examination of endoscopic ultrasound (eus) imaging. As a result, the stent was unintentionally placed into the gallbladder. Imaging was performed and confirmed the placement of the stent within the gallbladder. The physician confirmed that there was no problem with the axios stent and the delivery system. On (B)(6) 2016, the misplaced stent was removed from the patient and another axios stent was successfully placed into the pseudocyst. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.